Event description:
It was reported that on (B)(6) 2012 the lead was capped due to noise and clavicular crush damage to the lead insulation. On (B)(6) 2011 the pt. Experienced a syncopal episode; the lead exhibited noise. The physician would schedule an extraction. As of (B)(6) 2012 no other noise episodes have been noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.